Event description:
It was reported that prior to starting a da vinci surgical procedure, the surgical staff noted that the large needle driver instrument used in nine procedures, but the last procedure instrument has zero credits. There was no report of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument was received with zero lives remaining. An additional observation not reported by the site was that the instrument's grip tips exhibited mechanical indentations/burrs. One grip had indentations at the mid-point. Evidence not conclusive, but mechanical indentations/burrs damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's main tube had scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches are not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.